Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation non-capture and undersensing in the bipolar configuration were noted on the right ventricular (rv) lead. The parameters on the lead were reprogrammed and it remains in use. It was noted that the patient is taking part in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.